Manufacturer narrative:
No manufacturing defects were revealed in the evaluation of the returned fiber unit. It is acknowledged all holmium fibers are 100% power tested prior to release which confirms the operational capacity of the fiber. The returned laser fiber was noted to be entirely dislocated from each other with an area of damage in the area the laser fiber connects to the proximal sma connector. The rfid tag was verified which indicated the unit was connected to a customer laser for engagment once, utilized for over 20,000 joules total energy, further displaying the operational capacity of the laser fiber. A confirmation on the root cause for the fiber burn was not able to be acheived within the timeframe of this investigation. No process or material deviations were revealed and no manufacturing defects were confirmed.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have burned.